Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in 1995, hiatal hernia in 1997 and umbilical hernia in 1997. In 2008, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In october 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), headache ("migraines / headaches"), muscle spasms ("neurological conditions or problems type: extreme back spasms"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fibromyalgia and headache outcome was unknown and the migraine, fatigue, muscle spasms, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, fatigue, fibromyalgia, headache, migraine, muscle spasms and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet received. Events fibromyalgia, headaches, back spasms, back pain, lower abdomen pain, fatigue were added. Historical & concomitant drugs conditions were added. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in 1995, hiatal hernia in 1997 and umbilical hernia in 1997. Concomitant products included budesonide;formoterol fumarate (symbicort) since 2013 and tizanidine hydrochloride (zanaflex) since 2018. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), fatigue ("fatigue") and back pain ("lower back pain"). In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines"), headache ("migraines / headaches") and muscle spasms ("neurological conditions or problems type: extreme back spasms"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and cyst ("functional cyst"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the migraine, fatigue, muscle spasms, back pain and abdominal pain lower had resolved and the fibromyalgia, headache and cyst outcome was unknown. The reporter considered abdominal pain lower, back pain, cyst, fatigue, fibromyalgia, headache, migraine, muscle spasms and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- functional cyst. Outcome of event pelvic pain was updated. Concomitant drug was added. Onset date of event was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and migraine outcome was unknown. The reporter considered migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.